Event description:
It was reported that the device failed the defibrillation test. There was reportedly no patient involvement.

Manufacturer narrative:
The fse remotely evaluated the device. It was determined that this was a malfunction of the therapy pca and capacitor the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.